Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem improper shutdown was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. The battery cell will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery module caused an improper pump shutdown. This occurred during delivery in transit in the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.